Event description:
Anesthesiologist reports, after nurse anesthetist removed epidural catheter from pt, it ws observed that the black tip on the end of the catheter was missing. Anesthesiologist reports the catheter was stretched and there appeared to be approx 1-1/2 centimeters of the catheter missing. CT scan was performed on pt which confirmed what appeared to be a foreign object in the lumbar region. Per director of business services, pt is asymptomatic and has been advised by physician that catheter fragment "should not cause her any difficulties."